Event description:
It was reported while the stimulation was turned on or off the patient's legs and hands would move involuntarily. The symptoms had gotten progressively worse in the past 3 weeks. At times, the patient could not walk. The symptoms occurred 7-12 times per day and was "almost like a tremor." The symptoms began after a fall in which the patient slipped on the ice while trying to get into his truck. The patient was scheduled to see his physician in about a week. The device was turned off to see if it would help with the tremors but it did not help. Reportedly, the stimulation was still controlling his lower back and leg pain for which it was implanted. Additional information received indicated the patient was seen in 2009, in the clinic. Programming adjustments were made. Notes indicated the patient was receiving coverage in his legs. There were no other interventions.